Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2017. As per reporter, the rod was no longer lengthening. During a review of investigation findings from (B)(4) it was observed that the o-ring was worn thin. No other information in relation to patient has been reported.